Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl and ketones, however not dangerous or life threatening; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2026-02-21 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.